Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the dr "had difficulty getting the trocar through the abdominal tissue between the apex of the pelvis and the incision." The physician withdrew the trocar and reattempted to get the trocar through the abdominal tissue. The dr commented that the "new xp handles didn't transfer the pressure the same as the advance handles and the metal was flexing more." The dr also commented that the tip of the trocar was not as sharp as the advance helical trocar and he ended up using a scalpel to excise the tip of the needle in order to attach the advance xp mesh "the xp snapped onto the needle but came off 1/2 way through the abdominal tissues during retraction. The trocar was reinserted without incidence and the xp reattached." The second time there was not a noted "lock/click" of the xp mesh onto the trocar. The xp mesh did not stay attached. "The xp was aborted and an advance was opened and successfully implanted." It was indicated that a small drain was placed in the perineal space to be removed the next day and a catheter was placed.